Event description:
On (B)(6) 2012, the patient reported that her blood glucose (bg) was 31mg/dl with unspecified symptoms. The patient said that she treated herself with oral carbohydrates, she was in touch with her physician for advice, and her family members were available for assistance. It was noted that she required continued consumption of carbohydrates to resolve the hypoglycemia. The patient related the following sequence of events and reviewed the pump history with customer technical support: she said that her bg was elevated for about two days due to surgery and she had increased her basal rate from 0.7 to 0.8 units/hour. On the morning of (B)(6) 2012, she said her bg was 340mg/dl at 7:45am. She changed her infusion set and according the history, the pump was primed four times (42 units). At 1:30pm, her bg was 189mg/dl, she said, she delivered 1.3 units for her meal, and the history indicated that the pump was primed an additional three times (27.2 units) with the last prime recorded at 2:45pm when the patient said, she changed the cartridge due to multiple occlusion alarms. The number of primes coincides with the number of occlusions the patient reported for that day. It is unknown if she was connected for any or all of these prime and fill cannula deliveries. At 3:00pm her bg was 31mg/dl, and at the time of the call it was 71mg/dl. The patient said that during the call, her bg dropped to 51mg/dl and after the call it dropped to 45mg/dl. At the time of a second call to animas it was reported to be 95mg/dl. The patient alleged that the insulin-on-board (iob) feature was not accurately calculated in the bolus menu. The patient reported that at 3:00pm, the pump displayed 5 units iob; the last recorded bolus delivery was 1.3 units at 1:30pm, and the iob duration is 2.5 hours. At the time of the call around 4:30pm, the iob calculation was unable to be assessed. In addition, the patient alleged that there were two 0.0 unit boluses in the history that she did not deliver and that the displayed number of units of insulin remaining in the cartridge was incorrect. And finally, the patient complained that the pump sent occlusion alarms six times in one day. The occlusions resolved after the infusion set was replaced. This complaint is being reported based on the following conclusion: the patient experienced an episode of hypoglycemia that did not resolve easily. It is unknown if the bg excursion was the result of the use of an insulin pump, a malfunction, or use error.

Manufacturer narrative:
Although, there are multiple issues claimed against the pump, the alleged flaws may not be related to the hypoglycemic event. Based on an assessment of the claims, the most likely explanation for the bg excursion is that the patient was attached during some or all of the priming events that were necessary to clear the occlusion alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the remaining insulin reading and insulin on board were found to be correctly calculated correctly. An unidentified high force was observed in the black box but not reproduced on the bench. They were no delivery defects found with the pump. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test and force test were performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.